Event description:
Pt presented to hospital with apparent thrombosed valve. Their anticoagulation status is unknown. Upon reoperation the valve was thrombosed with one leaflet fixed closed and one leaflet fixed partially open. Valve was replaced with another on-x valve and pt is recovering well.